Event description:
It was reported that the ilet did not receive glucose readings from a dexcom g7 while the dexcom mobile app continued to display sensor data, and the user experienced repeated pairing failures and sensor reconnecting alerts; the issue was addressed through troubleshooting and education, including device restart, bluetooth toggle, and re-pairing, after which readings resumed. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no need for medical care or hospitalization. Investigation included customer-care guided troubleshooting and verification of restored communication. Investigation of this case revealed a brief sensor communication and pairing disruption between the dexcom g7 and the ilet, with recovery after re-pairing, consistent with transient connectivity interference or setup error. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity interruption resolved through standard re-pairing procedures.